Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient revised to address periprosthetic fracture around his summit/pinnacle total hip. It was also reported that the surgeon revised the summit tapered hip stem to a competitive revision stem. Surgeon also revised the metal on metal liner to a metal on poly liner, the original pinnacle cup was retained. Stem was well fixed proximally but due to the fracture pattern it requires being revised. Surgeon stated that he thought metallosis lead to the failure of the one and the subsequent fracture. Doi: unknown; dor: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. No code available use for device revision or replacement.

Event description:
After review of medical records patient was revised to addressed periprosthetic fracture failed total hip arthroplasty secondary to extensive metallosis with bone destruction and severe comminution. Added law firm, date of implant, lawyer, surgeon, report source, gender, medical history, lot number of stem, expiration date of liner, product details of head and cup. Corrected date of revision. Doi: (B)(6) 2006 , dor: (B)(6) 2018 right hip.